Event description:
It was reported that the patient implanted with this cardiac resynchronization therapy defibrillator (crt-d) experienced pacemaker mediated tachycardia (pmt) episodes. The electrograms (egms) appeared to show a failure to capture when the device was pacing. Additional review by the medical safety team determined that the left ventricular (lv) lead appeared to be capturing appropriately, while the right ventricular (rv) lead was not capturing because the rv was still in refractory from a prior premature ventricular contraction (pvc). It was recommended to increase the pvarp to stop the pmt. It was also noted that the current tracking preference programming was shortening the pvarp which allows the pmt to continue, so the clinic should see the patient to turn off tracking preferences. No adverse patient effects were reported. The device remains implanted and in service.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.